Event description:
Related manufacturer number: 2135147-2019-00294. On (B)(6) 2019, a 30 mm amplatzer septal occluder was selected for implant. Upon deployment it was noted the device didn't satisfactorily attach to the aortic rim due to the patient's anatomy, so the user attempted to withdraw the device; however, the device was reported to be deformed resulting in difficulty retracting the device. The delivery sheath was then advanced over the occluder to successfully recapture the device. The device was removed, an echocardiogram was performed which confirmed a pericardial effusion. A pericardiocentesis was performed, the patient was sent to the operating room, and the septal defect and atrial perforation were both surgically closed. The patient is reported to be stable.

Manufacturer narrative:
An event of difficulty retracting the device into the delivery system and pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.